Event description:
Smiths medical has informed us of an event that the user alleges, the tube moved to the esophagus after 3 weeks insertion. The pt's condition sharply deteriorated during the night. The dr made an incision in the larynx and found the tube was placed in the esophagus. The tube was orally inserted. The cuff pressure was controlled with syringe by infusing 9cc of air. Tube in place for three weeks.